Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that during inspection, flickering on the blade was found during testing on the handle. When the issue was investigated, it was found that when the cap of the handle was not tightened properly it would result in a disconnection of the battery circuit inside the handle. The handles are supplied without a battery source. It was suspected that cap of handle was not tightened properly which led to flickering. Both blade and handle were working fine after tightening of the cap.

Event description:
Customer reported the light flickered during intubation. Customer reported there was no patient consequence, however there was "delay in medical procedure and risk of bad oxygenation of patients".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light flickered during intubation. Customer reported there was no patient consequence, however there was "delay in medical procedure and risk of bad oxygenation of patients".